Event description:
According to the reporter: this is a demo unit used by the rep. When the device is inserted inside the idrive handle it works fine. After putting the adapter on it words fine. When opened and closed for cycling and articulation it still works fine. When the sales rep hits the green button it shows up with the blue light and stops working. No reinforcement material was used.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv), concurrently with engineering, led an evaluation of one idrive battery pack opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. Engineering inspected the returned battery and found no signs of damage on the covers or terminals. The device was unable to successfully enter firing mode. The system was then tested with another pmv battery and showed that the system would successfully enter firing mode and complete a firing. The battery could not successfully charge on the battery charger. Idrive battery pack, lot number:c4c7202ux .

Manufacturer narrative:
(B)(4). Post market vigilance (pmv), concurrently with engineering, led an evaluation of one battery pack opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. Engineering inspected the returned battery and found no signs of damage on the covers or terminals. The battery was interrogated and did not have any error codes or out of specification parameters. The battery was placed onto a pmv charger and was able to charge successfully. The battery was then functionally tested with a pmv handle and adapter system in order to replicate the returned condition. The system powered up and all rotation, articulation, clamp, and unclamp functions were found to operate properly. When attempting to enter firing mode the system shows a blue status light and is unable to successfully enter firing mode. The eeprom (electrically erasable programmable read only memory) does not show any event logs to describe why the system will not enter firing mode. The system was then tested with another pmv battery and showed that the system would successfully enter firing mode and complete a firing using a pmv reload. The returned battery was then installed into another device and adapter system and exhibited the same issue where it would not enter firing mode. The following errors would not allow the battery to successfully charge on the battery charger: smbus not functioning and 1-wire bus not functioning. The defective battery will be sent back to the supplier for further evaluation. A review of the device history record for the battery pack was not performed because the manufacturing lots leave the supplier having been released meeting all current specifications. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).